Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has fluid in the battery compartment. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the insulin pump could not perform the self test and the pump does not work anymore. The drive support cap was not damaged. The customer was advised that the device would be replaced. There was no further information provided by the customer or by troubleshooting.